Manufacturer narrative:
(B)(4). Failure analysis for fiber (B)(4): the glass cap bevel edge is aligned to the output window of the metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window. There is misalignment of the red stop sign indicator in relation to the metal cap output window; the outer flow tubing open end appears torn and stretched, the red octagonal stop sign and blue arrow indicator exhibit scratches/scrapes, also mild contamination was noted, likely biologic. Probable root cause: based on the device analysis, the product complaint "firing from the tip" could not be confirmed; misaligned directional indicator was observed; the probable root cause of the failure is undetermined.

Manufacturer narrative:
(B)(4). Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to be "firing incorrectly out of tip at 23,733 joules of use and 3:25 minutes. The fiber was not cleaned during the procedure. The procedure was completed with a second fiber. Patient outcome: no injury to patient reported.